Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the atrial lead exhibited loss of capture and was found to be dislodged. An insulation anomaly was suspected. The lead was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.